Manufacturer narrative:
The customer¿s report that the tubing disconnected and leaked was confirmed. Visual inspection showed that the pvc tubing was completely separated from the lower fitment. Inspection under magnification showed that both sides of the pvc tubing had insufficient solvent applied. Functional testing was deemed unnecessary due to the separation. Fluid was leaking from the separation. Dimensional analysis was performed and the measurements were within specification. The root cause of the customer¿s report was identified as a manufacturing issue due to insufficient solvent having been applied at the junction of the pvc tubing.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that when the rn was attempting to remove air from the tubing of a tpn infusion she opened the pump and the tubing became disconnected underneath the clamp causing the line to open up and tpn to spilled onto the floor. There was no patient harm.